Event description:
It was reported that an asymptomatic patient presented in the emergency room. Oversensing was noted on the stored egm. The patient did not receive therapy. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.